Event description:
Additional information was received that the patient's generator is functioning fine and was not at end of service. The physician programming system is functioning with no issues.

Event description:
It was initially reported that the patient's generator was unable to be interrogated. The programming system was used with several other patients that morning with no issues. It was not mentioned if the office felt that the patient was at end of service. That patient was last seen (B)(6) 2012 the patient was able to be interrogated and there were no problems indicated. Troubleshooting was performed with the programming system which included confirming the handheld was not plugged in to the wall and the power light on the wand remained on for over 25 seconds. Good faith attempts for additional information have been unsuccessful to date.